Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's left leg is swelling up and also feels pain around the implantable pulse generator (ipg) implant site and in the left side of neck. The ipg remains in use. No patient complications have been reported as a result of this event.